Manufacturer narrative:
The investigation was based on the service report and reported event of the affected savina 300, manufactured in aug. 2013 and equipped with software version 4.20. Onsite a service technician examined and tested the device according to manufacturer specifications without deviations. The logfile was not available for a deeper investigation. As it is not reported that the deviation is persistent, therefore we must assume a reset (warmstart) which generates a white screen for some seconds. A detected deviation within the electronic system will cause a software-controlled restart (reset) of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. If the failure is reversible the device will continue ventilation with last settings after approximately 12 seconds. The real root cause cannot be investigated as no logfile is available. The risk assessment concerning the reported event does not reveal any new or additional risk with respect to the known risks at the time of product design, during product improvement process and risks to be expected in the frame of the intended purpose; consequently this is considered within the device safety concept.

Event description:
The customer reported that the machine stops the ventilation and the screen became white. The client doesn't know the time this happen, only the day. The costumer says the patient doesn't suffer any harm. After tests made by service technician the equipment doesn't show any errors. We don't have the logfile due to a problem on the specialist's computer.